Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation with no cap. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for ten (10) days at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.